Event description:
On (B)(6), an amazon customer commented that the product was false negative. The customer said all 4 tests came back negative over two days with the 2 boxes in, flowflex and on/go came back positive and the tests were done at the same time. This is probably because the cotton swab is flimsy, the user said. The reporter said the two tests were done simultaneously, with attached photos showing negative results from this product and positive results from flowflex. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.